Manufacturer narrative:
Device passed self test, displacement test, rewind test, prime or seating test. Device received with unexpected insulin flow block/occlusion/no delivery alarm during the basic occlusion test and device seats immediately upon priming, problem isolated to force sensor. Unable to perform force sensor test and occlusion test due to unexpected insulin flow block/occlusion/no delivery alarm and pump seats immediately anomaly. Device received with cracked battery tube threads, cracked case behind device near the battery compartment and a pillowing keypad overlay.

Manufacturer narrative:
Insulin pump passed self test, displacement test, rewind test, prime/seating test. Insulin pump received with insulin flow block/occlusion/no delivery alarm anomaly. Insulin pump seats immediately upon priming. Problem isolated to the motor/force sensor. Unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to motor/force sensor anomaly. Insulin pump received with cracked battery tube threads and cracked case behind the pump near the battery compartment.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump had cracked on the back of insulin pump and also had insulin flow blocked alarm. Customer stated insulin was exited. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.